Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a hakim programmable valve leaked at the valve hub. Event occurred pre op while the surgeon flushed the system. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at 150mmh2o. The valve was visually inspected: a tear/cut was noted in the needle chamber. Review of the device history records for the valve found the device conformed to specification when released to stock. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance, also to inhibit coring of the reservoir cap, use a huber-point needle (24- or 26-gauge) to penetrate the dome. Insert the needle at an oblique angle to achieve the greatest yield of csf and to prevent the needle point from piercing the ventricular catheter. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated UDI : (B)(4). The lot number was incorrectly identified as the serial number in a previous report. This report has been updated to reflect the corrected information. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.